Event description:
When the electrode was implanted in right ventricle, the doctor commented that it was difficult to place it in the right ventricle. All measurements were correct. After performing the electrical tests for the patient at discharge, an impedance fluctuation is seen going from 800 to 1200 ohms, as well as the threshold from 0.8 to 1.5 volts. However, radiologically it was not seen that the lead was dislocated, but the physician still decided to replace the lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism in different positions were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.